Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 18-aug-2023. The most recent information was received on 25-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of emotional disorder ("emotional fragility since the burnout period") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 567 days after essure insertion, she experienced emotional disorder (seriousness criterion medically important), musculoskeletal pain ("chronic pains in muscles and joint"), burnout syndrome ("burnout") and impaired work ability ("work incapacity for 1.5 years with care by psychologist and psychotherapist"). The patient was treated with antidepressants. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to musculoskeletal pain, emotional disorder, burnout syndrome or impaired work ability. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 18-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of emotional disorder ("emotional fragility since the burnout period") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 567 days after essure insertion, she experienced emotional disorder (seriousness criterion medically important), musculoskeletal pain ("chronic pains in muscles and joint"), burnout syndrome ("burnout") and impaired work ability ("work incapacity for 1.5 years with care by psychologist and psychotherapist"). The patient was treated with antidepressants. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to musculoskeletal pain, emotional disorder, burnout syndrome or impaired work ability. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Emotional fragility since the burnout period [emotional disturbance nos], chronic pains in muscles and joint [arthromyalgia] , burnout [burnout syndrome] , work incapacity for 1.5 years with care by psychologist and psychotherapist [inability to work], joint and muscle pain [arthromyalgia] , pelvic pain [pelvic pain female] , chronic fatigue [chronic fatigue] , heavy menstrual bleeding [heavy menstrual bleeding]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 18-aug-2023. The most recent information was received on 05-may-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of emotional disorder ("emotional fragility since the burnout period") in a 42-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 567 days after essure insertion, she experienced emotional disorder (seriousness criterion medically important), a first episode of arthralgia ("chronic pains in muscles and joint"), burnout syndrome ("burnout") and impaired work ability ("work incapacity for 1.5 years with care by psychologist and psychotherapist"). On unknown date she experienced a second episode of arthralgia ("joint and muscle pain"), pelvic pain ("pelvic pain"), fatigue ("chronic fatigue") and heavy menstrual bleeding ("heavy menstrual bleeding"). The patient was treated with antidepressants. At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered the second episode of arthralgia, fatigue, heavy menstrual bleeding and pelvic pain to be related to essure administration. No causality assessment was received for essure with regard to the first episode of arthralgia, emotional disorder, burnout syndrome or impaired work ability. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-may-2025: new events joint and muscle pain; pelvic pain, chronic fatigue; heavy menstrual bleeding were added. Cluster ID added. Additional reporter (lawyer) added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.